Event description:
During removal of duramax catheter, physician was in process of pulling out non-functioning duramax and the cuff slipped off the catheter. Physician states there were no extraordinary circumstances regarding the case that would have contributed to the issue.

Manufacturer narrative:
Conclusion: the eval of the returned sample showed a thin layer of the cuff was securely in place. During the manufacturing process a 100% inspection of cuff integrity and cuff inspection are conducted. A review of the reported manufacturing records indicated that all of the device specification and quality requirements were satisfied. The exact cause of the complaint is unk. The following steps are listed in the instructions for use (ic193) in regards to this type of complaint: make a 2 cm incision over the cuff, parallel to the catheter. Dissect down to the cuff using blunt and sharp dissection as indicated. When visible, grasp cuff with clamp. Clamp catheter between the cuff and the insertion site. Cut catheter between cuff and exit site. Withdraw internal portion of catheter through the incision in the tunnel. Remove remaining section of catheter (i.e. Portion in tunnel) through the exit site. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.